Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4) product type recharger product ID 97745 lot# serial# (B)(4) product type programmer, patient date of event: date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) has had trouble with their external devices since they got them. The therapy worked for the first 3-6 months. Pt stated the recharger (rtm) was replaced 2-3 times already. Pt reported they are getting ¿system problem rm05¿ when they are recharging the implant and they have reset the controller. Pt reported it is taking forever to charge their implanted neurostimulator (ins) and the rtm is not charging their ins. Patient services (pss) asked pt to inspect the controller (ptm) and rtm for damage and pt confirmed there was not damage. Ptm showed ins at 50%, and controller at 90% charged. Pss asked pt to start charging their ins and it showed the ¿system problem rm05¿ again. The issue was not resolved. Pss consulted with repair department and after reviewing the prior rtm issues, it was decided to replace the ptm and rtm. An email was sent to replace both devices. Pss left vm for pt confirming this and pt provided their mother's address for shipment.  Pt also reported that they have had no feeling in their feet, their legs are swollen / hurt constantly / tingle like on fire and that they have had additional problems with their hands. Pt is not allowed to work. Pt stated the ins feels like it has moved in their back. Pss asked if the pt has had a fall and pt said yes, that they fell all the time this year. Pt stated she spoke with a nurse at their health care provider (hcp) about a month and half ago about removing their ins since it is not doing any good for them and the was informed that it will have to wait until september to be removed. Pt stated nurse reviewed with them about how the ins could move in the body. Pss confirmed that ins movement can affect recharging connection. Pss recommend patient consult with hcp regarding ins recharging issues.